Manufacturer narrative:
Investigation results: media review: media was received in the form of photos of the device/package. Review of media confirm that the stent is partially deployed. In the photo of the partially deployed stent, the device does not appear to still be sealed in its original packaging, and there appears to be some fluid on the device. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the epic device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that stent partial deployment occurred. A 10x60x120 epic self-expanding was selected for use. During unpacking, it was noted that there is flaring in the distal ends of the stent, and it was partially deployed while inside the package. An alternative device was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported that stent partial deployment occurred. A 10x60x120 epic self-expanding was selected for use. During unpacking, it was noted that there is flaring in the distal ends of the stent, and it was partially deployed while inside the package. An alternative device was used to complete the procedure. There were no patient complications as a result of this event.